Manufacturer narrative:
There were no samples submitted with this complaint. The reported condition could not be confirmed. The complaint shall be reopened if a sample is received. The exact root cause of the reported condition could not be determined without an actual sample to examine. However, several possible root causes exist. First, the scale challenge for weight count may not have been set up correctly on the autobanders. Second, added variables such as material variances could have contributed to a weight failure for the scale on the autobanders. In addition, product originates from the manufacturing plant and then goes to another source (e.g. Kitpacker), where it is possible that sponges could have been miscounted during the outside process. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, operators are required to inspect for correct banded count during production. A formal corrective / preventive action (CAPA) has been opened to optimize the autobander process in which a process failure mode effects analysis has been updated to include this complaint code and identify the occurrence. A rotation of stacked sponges will be removed from the process and validation activities will be performed. This CAPA is currently in the implementation stage. This information will be utilized for trending purposes to determine the need for additional corrective actions. Finished goods testing is currently being performed at a heightened level for products packaged using banded 10¿s for miscount. This heightened testing is performed to ensure containment for the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 04/12/2017 the complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states the sponge, gauze 8x4 16ply 10's xr had 13ea instead of 10ea.